Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (52 mg/dl). Reportedly, low bg's are due to the customer exercising, poor eating, and the customer developing insulin resistance. Customer stabilized bg levels with glucose tablets, juice, and food. In addition, the customer requested assistance adjusting the basal rate to help manage their low bg levels. Tandem technical support guided the customer through adjusting pump settings.